Event description:
The patient had an abdominal abscess and not a granuloma, which was drained under local anesthesia and left with internal gauze for drainage and daily care. During the procedure, 1 gram of intravenous (IV) amoxicillin/clavulanic antibiotic treatment was given and oral antibiotic treatment was maintained. The periumbilical area abscess and the surgical intervention that drained the periumbilical abscess, did not compromise the stoma.

Manufacturer narrative:
Reference record (B)(4). Corrected data in section b5 and h6.

Manufacturer narrative:
Reference number: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced pain, redness and a lump at the stoma site. The patient was taken to the emergency room and the surgeon drained the granuloma of a lot of pus. The patient was treated with an unknown oral antibiotic.